Manufacturer narrative:
(B)(4). D10: associated product information: 110010424 (unknown), 180552 (67351142), 40588 9(67196513), 405883 (67146870), 405800 (67271867), 010000589 (67096418), 115313 (j7913508), 115396 (67398938), 180552 (67184585), 180550 (67328225), 00-4349-010-13 (67061361), 00-4349-065-00 (66840482). Attempts have been made to gather all product identification information, and no further information has been provided. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor tip fractured during impaction to the glenosphere while following the correct surgical technique. The procedure was completed with an alternate instrument. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable as this was already reported on 0001822565-2025-02538. The initial report was submitted in error and should be voided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.